Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage-battery compartment) issue. It was reported the battery cap was 30 months old and unable to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: during investigation, the pump was returned with cracked battery compartment from threads to case seal on side of pump. No caps returned for investigation. Unrelated to the original complaint, the display was dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.